Manufacturer narrative:
(B)(4). Concomitant medical products: part: 00434903606, lot: 63842339, 36mm ã¿ +6mm offset poly line. Part: 00-4349-008-17, lot: 63041765, tm reverse stem 8mm x 170mm. Part: 00434903912, lot: 62278467, 12mm humeral stem spacer. Report source: foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01657.

Event description:
It was reported that the patient had a competitor anatomic shoulder revision. Subsequently, the patient revised the humeral side again as she subluxed post-surgery and was unstable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.